Event description:
It was reported the pt is no longer receiving effective stimulation. Fluoroscopy showed the cervical lead has migrated. The pt is considering revision surgery to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.